Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: 1778632, 02-012-35-4011 - logic tibia ps mod insrt sz 4 11mm; 2110244, 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t; 2169625, 200-02-32 - three peg patella 32mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification that a 67 yo male patient, initial left knee implanted on (B)(6) 2011, underwent a revision total knee arthroplasty procedure on (B)(6) 2022, approximately 11 years post the initial procedure. The patient was having swelling and discomfort with activity. Preoperative diagnosis indicated a failed total knee arthroplasty with effusion, with concern for poly wear. Risks, complications, and alternatives were discussed, the patient agreed to the planned procedure. Incision was made. The patella was evaluated and found to have minimal if any wear. The edge of the patella was completely pristine with no evidence of loosening or debridement. There was no evidence of loosening or rocking of the proximal tibia. Attention turned to the femur. Loose femoral component with cystic formation in the medial compartment noted. Revision total knee arthroplasty, femur with a new 13 mm insert conducted. The patient was awakened and taken to recovery in good condition. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
1038671-2024-05029 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation, investigation findings, investigation conclusions) the following sections were corrected: h6 (health effect - clinical code, component code) the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.